Event description:
The customer reported that the volume conductivity scatter (vcsn) module was overflowing with a bloody leak and cassettes not moving properly on the unicel dxh 800 coulter analysis system. The volume of the leak was reported to be about 3 to 5 ml and the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, gown and eyewear at the time of the event and no exposure or injury was reported. Patient sample results were not affected and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found the nucleated red blood cell (nrbc) mix chamber overflowing from a clog in the drain and replaced the nrbc chamber. The fse was unable to determine what type of debris had clogged the drain port. The "pending station sensor" was also replaced due to damage from the leak. The cause of the leak was identified to be a clogged nrbc mix chamber drain port.

Manufacturer narrative:
Evaluation: results: clogged nrbc mix chamber. (B)(4).